Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and the stylet was still inserted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempt implant. The lead generated placement difficulties upon implant, failed to extend its helix after the initial placement was changed and its body allegedly exhibited physical damage. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.